Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Other relevant device(s) are: UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient reached rep today and states two main issues. First issue is that the patient stated that when they charge the controller, the screen goes white every time but the controller does charge up. The patient stated that when they go to charge the ins with controller. The screen again turns white but does charge the ins. Rep stated that it appears 'both cables' are making the screen go white. The patient is having to take the battery in and out every other day. The white screen issue started a week ago per patient. Second, the patient stated that today, he took the battery out of the controller, as he does to resolve the noted issue, but he felt a loss of stim when the battery of the controller was removed. The rep stated that the patient then claimed that when the battery was put back in the controller they then felt stim again--technical services specialist (tss) asked, caller said she did review that this is not how the system would work as far as on/off activation. Tss electing to place these together in the report as they can be reasonably assumed to be related based on provided information. Email to repair for replacement of controller.

Manufacturer narrative:
H3: product: 97745, serial# (B)(6) was returned for product analysis. Analysis found that: system connector broke. Device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.